Event description:
It was reported that the device won't calibrate. The event occurred during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case. Functional testing was able to duplicate the reported issue. It was determined that the force sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.